Event description:
Information received a smiths medical tracheostomy/pvc, portex tubes pdt ultraperc interrupted airway management control when intubating. It was reported when opening the set's steril packaging, the user noticed that the guidewire was missing, they had to use a central line guidewire to proceed. As a consequence, the treatment time was longer than usual, and patient suffered from oxygen desaturation. The tube was removed, and changed. No further information on event.